Manufacturer narrative:
(B)(4) - device not returned.. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, the surgeon has confirmed that there was no issue with the edwards bioprosthetic valve. He indicated that the patient expired from his pre-existing infection. No further actions are being taken.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately (B)(6) days. Per the surgeon's response, "the patient had aortic valve endocarditis and I replaced the valve with an edwards bioprosthesis. He succumbed to the infection. The prosthesis was not an issue." No other details provided.